Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the fan had an abnormal noise and s233 malfunction alarm codes were noted in the device history. The probable cause was a broken device fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (over temperature-psc)malfunction alarm code. The device was returned to the biomedical department with a note that stated "s233 malfunction alarm, high ambient temperature and fan is loud". There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted and an abnormal sounding fan. No additional info was provided.